Manufacturer narrative:
Concomitant products: 693565 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to hospital as they heard alert and felt a vibration from the implantable cardioverter defibrillator (ICD). No issues were discovered in regards to the alert/vibration but it was found that there was right atrial (ra) lead undersensing that may be causing device classified false termination of episodes. The device and lead remains in use. No patient complications have been reported as a result of this event.